Event description:
It was reported that a patient in clinical study underwent a single level balloon kyphoplasty at l3. Subsequently, the patient developed shortness of breath and a CT scan revealed particulate material in the patient's right hilum. The patient was not hospitalized, but treated with supplemental oxygen, which resolved the shortness of breath.

Manufacturer narrative:
Device not returned, follow up conversation with company representative and reporting physician. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.